Event description:
Pt began sneezing and coughing immediately after PICC line placed. Face, chest, neck and left arm very red. Hives to neck and left arm. Feet itching. Pt given benadryl. Vital signs normal after 30 minutes. Dates of use: 2008 - 2009. Diagnosis or reason for use: oncology pt.